Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the battery site. Symptoms were discomfort and fluid discharges at the ipg site. The physician believed that the infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.